Event description:
Celltrion USA cs center have received customer complaints of malfunction (invalidity)on (B)(6) 2022 and delivered it celltrion USA on oct. 27, 2022 vial email. Customer has reported issues with control swabs in 2 of 2 boxes of the 25cnt poc test kit. The positive control test swabs did not produce a noticeable red line when following the instructions of the hcp IFU. Customer provided a photo containing one kit with very faint red line and the kit with barely visible line. They ask to send 2 replacement packs (25cnt poc product) to his/her address. Their clia ID number is 10d2104257. The expiry date for this lot has been extended to may 10, 2023. Additional information has been followed up and the awareness date confirmed as oct. 20, 2022.

Event description:
Celltrion USA cs center have received customer complaints of malfunction (invalidity)on oct. 20, 2022 and delivered it celltrion USA on oct. 27, 2022 vial email: customer has reported issues with control swabs in 2 of 2 boxes of the 25cnt poc test kit. The positive control test swabs did not produce a noticeable red line when following the instructions of the hcp IFU. Customer provided a photo containing one kit with very faint red line and the kit with barely visible line. They ask to send 2 replacement packs (25cnt poc product) to his/her address. Their clia ID number is (B)(6). The expiry date for this lot has been extended to may 10, 2023. Importer comments: additional information has been followed up and the awareness date confirmed as oct. 20, 2022. The manufacturer, humasis, has completed a data analysis and re-test report this product.

Manufacturer narrative:
Please find attached the data analysis and re-test report conducted by the manufacturer, humasis. Type of investigation: 11. Investigation findings: 213 . Investigation conclusions: 67.